Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 540 mg/dl. The customer stated that the infusion set had a kink in the tubing, and she was not getting any insulin for an unk amount of time. The customer declined troubleshooting at this time, and stated she would call back if needed. Nothing further was reported.